Manufacturer narrative:
A visual examination of the device revealed that the thermoformed tubing was loosely placed onto the barbed connector. The thermoformed tubing was easily removed from the barbed connector. The barbed connector was without issue and the distal end of the thermoformed tubing appears to have been properly formed and attached to the barbed connector during assembly. The barbed connector and inner ring remained inside the silicone tubing, the outer ring remained in place on the outside. The crimp ring was bent and moved on the proximal end of the silicone tubing. No other defects were noted. It was noted that the condition of the returned unit was consistent with the complaint incident that the feeding tube detached/ separated. Based on all gathered information, the investigation fails to determine a definite root cause. A device history record (DHR) review of lot number 17026033 was performed and revealed no related issues to the reported complaint.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the peg tube detached at the transition zone between the hard and the soft plastic. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the peg tube detached at the transition zone between the hard and the soft plastic. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of peg tube detached/separated. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.